Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, no connection to the internal device could be achieved. The device was explanted on (B)(4), 2011, and the patient was reimplanted with another device during the same surgery.